Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6)2018 in fdi 25 of the patient's mouth. Details of surgery are reported as follows: immediate extraction site. On (B)(6)2019, non-osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and swelling. No further patient complications were reported.

Event description:
The following was involved in this event: bone qlty type iii, immediate extraction site.